Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient's parent that at the previous day's device check, it was said the lead had fractured and the device was not working for the past 6 months. The lead and device remain in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Due to additional information corrected adverse event, event type, patient outcome, event description, and device explanted.

Event description:
It was reported by the patient's parent that at the previous day's device check, it was said the lead had fractured and the device was not working for the past 6 months. The lead was capped and replaced and the device was explanted and replaced. No patient complications were reported as a result of this event.